Event description:
Acct states that entire y-site is missing. States that the staff thinks the y-site got "caught" on something. States staff stated they did not access the injection site on the y-site. No pt injury was reported. Set was changed which is a nursing intervention. 1/20/00 add'l info: IV therapist states that the port "came off" following a manual injection of contrast material with a needle and syringe. States that the needle gauge was "at least" a 20 gauge.